Event description:
It was reported that asymptomatic patient presented in-clinic for evaluation of another lead. Externalized conductors were observed via diagnostic imaging on this lead. No electrical anomalies were detected. During rv lead laser extraction, the svc/atrial junction was torn. The patient immediately underwent open heart surgery. Patient condition was fine.